Manufacturer narrative:
Intuitive has received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of improper pin swage to be related to the customer reported complaint. For clarification, the prograsp forceps instrument was found to have the distal grip pin improperly swaged. As a result the grip tips became dislodged. The root cause of this failure is attributed to manufacturing. The prograsp forceps instrument was not found to have any loose, frayed or broken cable. A review of the instrument log for the prograsp forceps instrument (part# 471093-11/lot# n10210607 0091) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 15 remaining usable lives with no subsequent use recorded. No image or video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that the instrument was found to have the distal grip pin improperly swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the prograsp forceps instrument was observed to have broken metal wires and the jaws would not open. A backup instrument of the same kind was used, and the procedure was completed with no reported delay. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.